Manufacturer narrative:
Correction initial reporter address.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a bulge in the silicone segment of their primary tubing. There were no further details of the event, and no patient harm was reported.